Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent midline lumbar interbody fusion (midlif) surgery. Post-op, screw was found broken. A revision surgery was performed to remove the screw. The end of broken screw could not be explanted.

Manufacturer narrative:
Product analysis: visual review confirmed screw breakage at ~3-4 threads down from the base of the bone screw head. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Some fracture surface smearing was noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with progressive striations consistent with cyclic fatigue ~30% of the way the bone screw shaft followed by a fracture lip. The above observations are consistent with cyclic fatigue fallowed by material overload once the material had weakened. If information is provided in the future, a supplemental report will be issued.